Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. Testing was performed to determine the best programming option for the rv lead. Upon evaluation, technical services (ts) suggested a change in programming the rv coil to the can due to shock impedance measurements being within normal limits versus out of range in other formats. Ts reviewed a trend graph and noted intermittent measurements from within normal limits to out of range for a period of time but has remained out of range for some time likely due to the superior vena cava coil. No adverse patient effects were reported. This rv lead remains in service.